Event description:
It was reported that a patient underwent a pulmonary vein isolation ablation, and the patient experienced cardiac tamponade that required pericardiocentesis. After the puncture, they changed from abbott sl0 to vizigo sheath. They were using a qdot catheter in the vizigo sheath, after 10-15 minutes they had less pressure. They then noticed they had tamponade. They stabilized the patient by doing epicardial puncture and retracted the fluid from the heart. They stopped the case with the patient stabilized. Pericardial puncture was performed to redrain the fluid around the heart. No other interventions were needed after the ablation procedure. The patient stayed for four days in the hospital, due to the c-reactive protein (crp) increased the day after the procedure. The crp needed to decrease. Because it decreased on the weekend, the patient needed to stay until monday. The patient fully recovered. The event occurred when exchanging the sl0 to vizigo sheath. Steerable sheath went to the roof of the atrium and not the vein. Physician pushed too hard. After introducing the qdot, they were in the pericardium. After retracting steerable sheath out of pericardium, they had a pressure drop. Procedure was stopped because physician could see the fluid around the heart on transthoracic echocardiogram (tte). There was no biosense webster inc. (Bwi) malfunction. Overwiring from abbott sl0 to vizigo went wrong. It was not done under fluoroscopy or tee. Procedural activated clotting time (act) was 350. One transseptal puncture was performed. No error messages were observed on bwi equipment during the procedure. There was no evidence of steam pop. It is not completely clear if the vizigo sheath perforated the myocardium. On the first attempt to do the transseptal puncture, they used contrast after the puncture. They did the puncture in the wrong place because coloring of contrast was not normal and not in the left atrium. They retracted and then tried for a second attempt, again with the sl0. It is possible that there was already a small hole with the first attempt. It may be possible that the wire followed its way to the epicardium. Ablation occurred two times with the qdot in the sl0 (probably endocardial). However, instability was too high, the physician decided to use the vizigo. All points ablated after this switch with the vizigo were epicardial.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device investigation has been completed which included performing a manufacturing record evaluation (mre). The manufacturing record evaluation was performed for the finished device number lot 60000512 and no non-conformances related to the complaint was found during the review. Additionally, the manufactured date has been provided. Therefore, field h4. Device manufacture date has been populated. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. However, if the product is received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).